Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for evaluation. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The innova dfu includes the following regarding guidewire size compatibility: ¿the delivery system is compatible with 0.035 in (0.89 mm) guidewires.¿ (B)(4).

Event description:
Same case as MDR 2134265-2018-04731. It was reported that the innova delivery system became stuck on the wire and was inadvertently deployed. A 5x40x130 innova¿ stent and a v-18 bsc wire were selected for a right superficial femoral artery (sfa) balloon and stenting procedure. The innova device was inserted into the patient, over the wire, and they could not advance it to the distal sfa; the patient had a tight bifurcation. When trying to remove the device it became stuck on the v-18 bsc wire. The innova and the wire were removed together. Upon removal, it was noted that part of the stent was deployed. The physician did not attempt to deploy the stent; but approximately 2 mm was sticking out. Everything was removed and the procedure was completed with a different stent and wire. The were no patient complications reported and the patient¿s status was reported as fine.